Manufacturer narrative:
(B)(4). We received 4 introcan safety pur 22g, 0.9x25mm-sa in original packaging. The 4 received samples were forwarded to an external laboratory for a test on sterility. The 4 tested samples correspond to the test for sterility. The 4 tested samples (sterility test) agree with our specification. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in-process and final control inspection. Process cards also show no abnormalities. Sterility test information: process sterilization (cycle no. : 15/b249) reviewed but found no discrepancy or deviation. All parameter are within specification. Bi sterility result (cycle no. : 15/b249) reviewed and found all results are within the specification.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there were no such defect encountered during in-process and at final control inspection. The process cards show no abnormalities.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): suspected pyrogenic related to the use of the catheter introcan g22.